Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their hcp to resolve those issues. Appointments dates were (B)(6) 2015.

Event description:
It was reported the patient developed nystagmus and they had a bad spell of various symptoms. The patient began falling, developed dizziness and slurred speech, and they now had to walk with a cane. The symptoms started simultaneously on (B)(6) 2015 and they were not a result of the falls. The patient¿s healthcare professional (hcp) sent them to an ear, nose, and throat specialist and inner ear issues were ruled out as a potential cause. The hcp told the patient they may need a second ins implanted or possibly have everything removed. The patient¿s original MRI showed the ins to be in a lateral position and a new MRI was being done for comparison. The patient¿s current ins program worked for about 10 minutes and then their shaking returned on the left side. The patient had mild seizures in 2013, but their hcp did not think the symptoms were related to the seizure or that the seizure was related to their deep brain stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3387-40, lot#: j0107926v, implanted: (B)(6) 2001, product type: lead. Product ID: 3387s-40, lot#: va0f24j, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot#: va0f24j, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387-40, lot#: j0107926v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient never achieved good control of his left hand tremor/occasional resting tremor/severe bilateral postural tremor since the ins was implanted in 2013. It was also noted he has had problems with paresthesia, dizziness, and balance. The health care provider (hcp) stated that the patient also has had problems with his speech and swallowing since implanted in 2013. The patient¿s throat would feel very tight when the stimulation was on. The issues with swallowing and speech would resolve when the ins was turned off. A surgery was discussed to replace the lead, but the patient recently had unrelated stents implanted and could not stop the anti-coagulants so the surgery was postponed; the anti-coagulant issue was resolved but was unrelated to the device/therapy. However, neuro-psych testing was performed on the patient and resulted in ¿significant declines in memory performance, speech/verbal fluency, and visual analytic skills¿. There was also a mention of an unrelated history of the patient having ptsd/bipolar that was treated with an ect, arthritis, reflux, seizure, and hearing loss.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported symptoms were not related. It was unclear which symptoms reported were not related.